Event description:
Reporter alleged obtaining discrepant blood glucose results of 559 mg/dl back to back with a result of 245 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated she had been obtaining higher results on the system however did not state how long she had been receiving them. Reporter indicated not experiencing any hyperglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.